Event description:
Baxter reported leakage from a transfer set with broken occluder feet. No injury or medical intervention was reported. The patient was given vancomycin as a precaution. The transfer set has been replaced.